Event description:
It was reported, that the patient presented in clinic for a follow-up. Upon review, it was discovered, that the right atrial and right ventricular lead exhibited noise. It was noted, that the noise was reproducible. Both leads were explanted and replaced. The patient was in stable condition.